Event description:
It was reported that the 9600 system made a loud popping noise and had a housing hot error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and put back into service.